Event description:
It was reported that in 2009, the patient developed a blister one inch high and two inches diameter around the ins site. The blister looked white and after it popped, the ins was sticking out of the patient. The system was removed due to the erosion and infection. It was separately noted that the patient often has a temperature due to her medical history, and it was thought that this caused the recharger to become too hot during charging. There were no plans to implant a new device.